Event description:
It was initially reported by the customer that the unit would not power on. Further investigation revealed the ambulance power supply was defective. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.